Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on hp's homechoice machine during drain 2/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the pt line of the homechoice set without pausing therapy or placing a flexi cap on the pt line. When hp returned to the setup, the machine was alarming. In an endeavor to correct the issue, hp's spouse reconnected the transfer set to the pt line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised them to complete hp's therapy by setting up with new supplies. Per rn, no pt injury or medical intervention was associated with this incident.